Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Discrepancies were noted between the expected and actual refill volumes. Specific volume amounts were not reported. The pump contained dilaudid 20 mg/ml. The pump was not providing pain relief as it did when it was first implanted. The pt required dosing increases. The pump logs were checked; a rotor study was not performed. A dye study was performed and the catheter was okay; but the hcp could not aspirate the catheter at the time. The pump was replaced. Pt outcome was not reported.